Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00801803602, cocr femoral head, 61357236; 00784802401, modular kinectiv neck, 60921924; 00771301000, modular femoral stem, 61346509. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00540, 0001822565 - 2017 - 06204.

Event description:
It was reported that the patient has experienced dislocation, and MRI showed cobalt leaking, corrosion, and tumor growing around implant. Patient also believes that her implant is part of a recall. A revision surgery has been scheduled. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0002648920-2017-00529.